Manufacturer narrative:
(B)(4). Date sent to FDA: 2/6/2018 additional information was requested and the following was obtained: it was reported that the clips ¿weren't clipping all the way when deployed¿, please clarify the issue, were the clips not holding the suture? Staff is saying when device was squeezed to close clip on suture, they would not clip and would simply fall off. Specific number of clips that could not be loaded on the applier during this procedure: they all seemed to load, but wouldn¿t clip properly. Specific number of clips which failed to hold on the suture when deployed during this procedure? About half of each pack. And they went through a whole box. Wasn¿t given a specific number lot number ¿ box was thrown out so lot number was not known.

Manufacturer narrative:
(B)(4). No specific information regarding quantity of devices has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent.  It was reported that the clips ¿weren't clipping all the way when deployed¿, please clarify the issue, were the clips not holding the suture? Specific number of clips that could not be loaded on the applier during this procedure? Specific number of clips which failed to hold on the suture when deployed during this procedure? Lot number?

Event description:
It was reported that the patient underwent a robotic partial nephrectomy on (B)(6) 2018 and suture clip device was used. During the operation, the suture clip did not load into the jaws of the device and did not clip all the way when deployed. The doctor used the entire cartridge of clips and continued to use the device with another cartridge of clips to complete the procedure. There were no patient consequences reported. No device will be returned.